Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were destroyed during an implant of a prosthetic valve. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product ID: addr01 ipg implanted: (B)(6) 2007. (B)(4).